Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called to report that the drive support cap was protruding. Advised the caller that the insulin pump should be replaced. However, the caller stated that it's out of warranty, and the customer would rather go through the upgrade process. The customer declined a replacement at this time. Nothing further was reported.